Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right heart failure. The patient experienced peripheral edema and ascites. The ascites were removed and the pump speed was adjusted. The right heart failure was thought to be due to aortic and tricuspid regurgitation. The patient underwent an aortic valve closure and tricuspid valvuloplasty. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additional information was requested from the account; however, it was noted that no additional information will be provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), ja-jp, rev. B, is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, this IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was discharged on (B)(6) 2021.